Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 48mm; cat#542-11-48d; lot# 54692401. Delta c-taper head 36mm -5; cat# 18-36-5; lot# 60429403. Ti sleeve for alumina head; cat# 17-0000e; lot# re7ptd. 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# t12vh1. Gap plate screws; cat# 2080-0040; lot# k23709. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent right total hip replacement (B)(6) 2016. Patient had severe pain after hip replacement (iliopsoas tendinitis). No evidence of infection. The head and liner were removed. Femoral component and acetabular were retained (B)(6) 2017. Patient had developed significant pain after revision. Now all components were exchanged except stem in (B)(6) 2018.